Event description:
Healthcare professional reported left side capsular contracture, baker grade iii/IV. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade iii/IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
The device has been explanted.

Event description:
Healthcare professional, additionally reported, infection.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii/IV. Physician later reported "infection." Device has been explanted.

Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ infection: unable to observe since it is not related to the device. Additional observations: ¿ deformation observed. ¿ crease is observed. ¿ white particles were observed on the shell. No further actions are required since no issue in the manufacturing of the device is observed.